Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and blood glucose level of 714 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2023 with no permanent damage. It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.